Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during the priming process the insulin pump was pumping backwards and the plunger was moving backwards as well; the motor was coming out of the other end of the device. The patient's blood glucose at the time of incident was 508 mg/dl, which he had not been able to treat by the time of call. Troubleshooting was initiated for the physical damage and it was confirmed that the drive support cap was popping out of the insulin pump. The customer stated that he did not drop the device. The customer was advised to follow his medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked end cap; unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, a21 error test and off no power test due to cracked end cap. The drive support was inspected and no anomaly noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.